Event description:
The customer reported that the service indicator became illuminated on their device and the device lost power. The customer indicated that once the device lost power, it could not be powered back on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control initially evaluated the device and was unable to verify the reported failure. The customer received the device back and advised physio-control that the reported issue returned. Physio was still unable to verify the reported issue, then replaced the power pcb assembly as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported issue could not be determined.